Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40 cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The teflon sheath was on the iabc; blood was noted within the sheath sidearm. The bladder was noted wrapped (or considered twisted). A bend was noted to the iabc at approximately 49.2cm from the iabc distal tip. Dried blood was noted on the exterior of the sample; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0062 in-0.0065 in and was within specification of process document. The bladder thickness was measured at six points with measurements ranging from 0.0062 in-0.0065 in and was within specification of process document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "possible helium loss and high baseline alarms" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "persistent possible helium loss and high baseline alarms on ac3.tried repositioning the patient, checked balloon under flouro, decreased balloon volume, changed pump console and still got the alarms. There was a question about if the balloon was fully open under flouro. Physician decided to change the iab catheter. Same insertion site used". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent possible helium loss and high baseline alarms on ac3. Tried repositioning the patient, checked balloon under flouro, decreased balloon volume, changed pump console and still got the alarms. There was a question about if the balloon was fully open under flouro. Physician decided to change the iab catheter. Same insertion site used". No patient injury or consequence reported. The patient's current condition is reported as "fine".